Event description:
The customer reported obtaining erroneously high sodium (na), chloride (cl), and carbon dioxide (co2) results, for one (1) patient, involving the unicel dxc 800 synchron system. The customer stated that the results were not reported out of the laboratory. The customer repeated the sample on an alternate dxc instrument and the results were reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. Quality control (qc) results prior to and after the event were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered buildup in flowcell and proceeded to clean the flowcell. The fse replaced both sodium (na) electrodes, carbon bridge, retaining nut, and the carbon dioxide (co2) electrode's membrane. The fse verified the repairs which failed, and the fse proceeded to replace the ratio pump, and electrolytes injection cup (eic) valves. The fse verified the repairs as per established procedures and the results met published specifications. Failure mode of the event is unknown as the fse replaced multiple parts and took multiple actions to resolve the issue. Results: carbon bridge, retaining nut. A similar event was reported by the customer earlier on (B)(6) 2013; please refer to medwatch #2050012-2013-00566 for the report of the event which occurred on (B)(6) 2013.